Event description:
It was reported that, "packaging appeared compressed. Upon opening the thread appeared to be pressed through inner blister. No delay in surgery opened new implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.